Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of two (2) homechoice cassettes and the solution bag. There was a pool of liquid on the table during the first leak, and it was wet and sticky above the connection during the second leak. This was identified during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b3/d10, h6 and h11: b3/d10: the event occurred on an unspecified date in 2026, reported as "about a month ago." H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.